Manufacturer narrative:
One device was returned for repair in used condition with complaint of cassette not attached error. This device has not been in for service within the review period. A review of event log found cassette not attached properly alarm. The reported problem was duplicated by functional testing. The dso sensor was stuck at 2500 mv in the manufacturing utility mode, and the calibration had failed. When the cassette was attached and the latch moved to closed position, an alarm indicating the cassette was not attached properly. The cause is the downstream occlusion (dso) sensor. Replaced the dso to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a ¿cassette not attached error¿. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.